Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B) (6) 2001, this patient was implanted with gore excluder thoracic endoprosthesis to treat a thoracic aortic aneurysm. On an unknown date, a CT scan revealed disease progression. On (B) (6) 2010, the patient was implanted with gore tag thoracic endoprostheses to treat the disease progression. The patient tolerated the procedure.